Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# njy216005h, implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient experienced what was "most likely a urinary tract infection (uti).¿ it was stated that small adjustments were made through reprogramming on (B)(6) 2014. The patient was treated for the uti by her primary care provider in (B)(6) 2014. The implant was providing stimulation in the perfect location; right and left of the vulva area. A urinary analysis was performed 5 days prior to the (B)(6) 2014 visit and was negative for infection.